Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately shocked the patient due to oversensing and low r wave amplitude during a walk. No particular posture was noted. Boston scientific technical services (ts) discussed with the field representative a suspected system movement that caused a significant signal variability just a few weeks post implant. An x ray was performed, and no evidence of dislocation was seen. Boston scientific technical services (ts) recommended to rescreen real time simultaneously using separate programmers to try to identify positional improvements for better sensing. A reposition has been planned to get a better sensitivity. Furthermore, the device has been turned off. The patient will go into the clinic for re evaluation and treadmill test to possibly find different position for electrode placement. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the system inappropriately shocked the patient for a second time. Subsequently, the system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported. The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to known inherent risk of device.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately shocked the patient due to oversensing and low r wave amplitude during a walk. No particular posture was noted. Boston scientific technical services (ts) discussed with the field representative a suspected system movement that caused a significant signal variability just a few weeks post implant. An x ray was performed, and no evidence of dislocation was seen. Boston scientific technical services (ts) recommended to rescreen real time simultaneously using separate programmers to try to identify positional improvements for better sensing. A reposition has been planned to get a better sensitivity. Furthermore, the device has been turned off. The patient will go into the clinic for re evaluation and treadmill test to possibly find different position for electrode placement. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the system inappropriately shocked the patient for a second time. Subsequently, the system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately shocked the patient due to oversensing and low r wave amplitude during a walk. No particular posture was noted. Boston scientific technical services (ts) discussed with the field representative a suspected system movement that caused a significant signal variability just a few weeks post implant. An x ray was performed, and no evidence of dislocation was seen. Boston scientific technical services (ts) recommended to rescreen real time simultaneously using separate programmers to try to identify positional improvements for better sensing. A reposition has been planned to get a better sensitivity. Furthermore, the device has been turned off. The patient will go into the clinic for re evaluation and treadmill test to possibly find different position for electrode placement. This s-ICD remains in service. No adverse patient effects were reported.